Manufacturer narrative:
It was initially reported that the catalytic decomp filter and the oil mist filter were replaced to resolve the odor/smells issue and the haze/mist/vapor issue. The corrected information is as follows: the catalytic decomp filter was replaced to resolve the odor/smells issue, and the oil mist filter and the vacuum pump oil was replaced to resolve the haze/mist/vapor issue. Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for odor/smells to be a low risk. The sra shows the risk for haze/mist/vapor to be a low risk. The catalytic decomp filter was returned and tested. The reason for return was not confirmed. The oil mist filter was returned and tested. The reason for return was not confirmed. The vacuum pump oil was not returned. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
A field service engineer was dispatched to customer site. The catalytic decomp filter and oil mist filter were replaced to resolve the odor/smells and haze/mist/vapor issues. Unit meets specifications and was returned to service on 04/29/2016.

Event description:
A customer reported an event of odor and haze emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer aborted the cycle, evacuated the room and closed the door. The customer called the fire department and the fire deparment reported it was safe to re-enter the room, and the unit was unplugged from the wall. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.